Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer is tired and confused. The blood glucose reading at the time of the event was 320 mg/dl. Diagnosed hyperglycemia. Hospital treated with insulin. The current blood glucose reading is 308 mg/dl. Nothing further reported.